Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed service code 204: belt/monitor unusable and service code 105: pulse test relay stuck. The cause for the service code 204 was isolated to u409 pin 3 being shorted to ground. The cause for the service code 105 was isolated to insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca being shorted, causing high voltage to deviate to the low voltage circuitry. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor displayed a service code during servicing.